Event description:
A minimally-invasive spinal surgery for a thoracic/lumbar spine fusion (bilateral pedicle screw placements in t12, l1 and l3 due to fracture of l2) was planned to be performed, the aid of the virtual display by the brainlab navigation was used for the placement of the k-wires for resulting pedicle screws. After automatic registration of the scan of the non- brainlab intra-operative CT-scanner (neurologica bodytom) with the brainlab navigation system, the surgeon placed the 6 k-wires, while confirming with a ball probe to be in bone. Another intra-operative CT-scan during this surgery revealed that 5 of the 6 k-wires were placed into the disc space instead of the vertebral body, with a deviation of ca 5-8mm. The surgeon abandoned the use of navigation and completed the surgery using 2d fluoroscopy, placing the pedicle screws as intended. According to the hospital (surgeon), there is no negative effect to the patient, and the final outcome of the surgery was successful.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although: there is no indication of a malfunction or defect or (systematic) error of the brainlab device. The corresponding measures to reduce this anticipated risk are already in place for the brainlab device. According to the hospital (surgeon), there is no negative effect to the patient, and the final outcome of the surgery was successful. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the misplaced k-wires ls a deviation of the virtual display in the brainlab navigation compared to the actual patient anatomy. The cause for the deviation is that the calibration quality of the specific scan provided by the neurologica bodytom CT scanner was not suitable for usage with the brainlab navigation. The bodytom can't be relied on to generate scan images in a spatially reproducible position (relative to a defined operating room coordinate system), regardless of a prior spatial calibration. In some cases a prior calibration for linear gantry movement has been lost without reasonable means for the user to detect that. Further, an even operating room floor is a requirement to ensure reproducible movement of the bodytom scanner. This apparently is difficult to ensure and maintain over time and is difficult or impractical to detect. An operating room floor generally rated as even may still contain areas of local unevenness. Brainlab navigation has only been validated for correctly calibrated gantry movements and requires an even operating room floor when using the bodytom scanner. Apparently the user did not recognize the deviation during this surgery with the required accuracy verification of the brainlab navigation. After the surgery brainlab in cooperation with neurologica readdressed the current integration of the bodytom at this specific hospital. Brainlab also intends to re-iterate to this customer regular verification of bodytom integration and adequate navigation accuracy verification at surgeries.